Event description:
It was reported that the user experienced prolonged hyperglycemia with a blood glucose peak of approximately 400 mg/dl while using the ilet, during which the device displayed high glucose alerts and delivered insulin according to the report. The user performed a supply change, noted no visible cannula issue with the inset infusion set, disconnected to administer subcutaneous insulin by pen, and later reconnected with subsequent glucose improvement. Symptoms included high blood glucose. Outcomes included no hospitalization and recovery to in-range glucose after intervention. Investigation included review of alert history, verification of insulin delivery activity, and performance of a fill tubing process with a new infusion site. Investigation of this case revealed no alerts consistent with pump motor or piston malfunction and no tubing fill issues identified; prior occlusion history was noted, and the user reported abdominal scarring at typical infusion sites after recent weight loss as a potential factor. It was concluded that the cause of the hyperglycemia was unclear, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.